Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Correction/device evaluation: the evaluation results were inadvertently omitted in the initial medwatch report. The reported condition has been confirmed but not duplicated. The assignable cause was a faulty phm (pumphead module). The phm has been replaced. Additional: a service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague infusion pump with a failure code of 810:xx. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During the product evaluation at baxter, it was discovered that failure code 810:xx occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.